Event description:
The complainant reported that once connected to an impella pump, the automated impella controller (aic) displayed a "controller error, switch to backup controller" error message. The aic was replaced and there was no patient harm reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the aic controller error has been completed. Console logs from the reported day of event are consistent with complaint and show controller error alarm (#1023, loss of communication with pbm1), while pump was running, approx. 2 hours from case start. Pump was disconnected and console was shut down. Console logs also show multiple pbm1 communication issues since console start, not manifested in any alarms. Upon next console power-cycle (presumably for testing in a non-clinical setting) five days later, console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The console was returned for evaluation and during evaluation, the issue was reproduced, as the console presented with system self-check failure, due to loss of communication with pbm1. Inspection of the console¿s electronics revealed corrosion on the pbm. This issue, manifested in clinical and test setting, was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Device testing also revealed frequent interruptions of data streaming, due to corrupt microsd card in (B)(4) (unrelated to this complaint). The root cause of the controller error alarm was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. H6 impact code changed to 4629.h8 changed to reuse.